Event description:
The pt experienced a loss of therapeutic effect and no stimulation sensation which began 4 to 5 days ago. There was no accident or incident related to the event. Further info was requested.

Manufacturer narrative:
(B) (4).